Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the resident was transferred from a bed to a chair. The resident began to slip down out of the sling and it was thought that she hit her head on the base assembly. As a consequence of the event, the resident sustained two lacerations to the back of the head. An ambulance took the resident to the emergency room. On (B)(6) 2024 patient passed away.-

Manufacturer narrative:
It was reported that the resident was transferred from a bed to a chair with the assistance of one caregiver. During the transfer, the resident slipped off the sling and hit her head on the base of the lift. As a result of the incident, the resident sustained two lacerations to the back of the head and was taken to hospital. Two days after the incident, the patient passed away. It is unknown if the death was related to a patient fall. After the event, the device was evaluated by an arjo technician. The evaluation of the lift and sling (model number maa4000m-xxl) did not reveal any malfunction that could have led to the patient falling. Despite attempts to contact the customer to gather additional details regarding the circumstances of the event, such as how the sling was applied and the patient's behavior during the transfer, it remains unknown how the patient slipped out of the sling. Therefore, due to a lack of information, the root cause of reported patient fall is impossible to define. Looking at the event it has been established that a floor lift was used for patient handling at the time of the event. No lift or sling malfunction was reported, and from that perspective, the lift and sling meet their specifications. The complaint was decided to be reportable due to the allegation that the patient fell during the transfer.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.